Manufacturer narrative:
The user experienced severe hypoglycemia after removing and reinserting the insulin cartridge while remaining connected to the infusion set during an attempt to clear an air bubble. This behavior can result in unintended insulin delivery and is consistent with the observed rapid blood glucose decline requiring ems treatment with oral glucose gel. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports a use-related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On (B)(6) 2025 the reporter reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of approximately 400 mg/dl following an occlusion alert and subsequent supply change. The user was transported to the hospital by a caregiver where the user was diagnosed with diabetic ketoacidosis and treated in the intensive care unit and discharged (B)(6) 2025. No long-term health effects were reported.